Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. Patient reported she went to the doctor today because "the way they put the battery in its wrong so they have to go in and fix it, its uncomfortable and wont charge because its not hitting it flat to connect and when I'm sitting I can only get 2 bars". Patient said it has been this way since the implant on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.